Event description:
Boston scientific received information that this defibrillation lead was surgically revised two days after initial implant due to increased thresholds. This was thought to be related to a possible lead dislodgement. No patient effects were associated.

Manufacturer narrative:
Should additional information become available, this event will be updated.